Event description:
The physician reported that the pt expired. The cause and circumstances regarding the pt's death were unk. The pt's death was reported as not device related. The indication for therapy was cancer. The medication being delivered via the pump was not reported.